Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Treatment data sheets were pulled off the patient's returned cycler which revealed an overfill on (B)(6) 2015. A follow up call was made to the patient's peritoneal dialysis nurse who reported there was no patient injury and that the patient remained asymptomatic. (B)(6). The reported drain volume of 3155 is 210% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.